Event description:
Information was received indicating that a smiths medical cadd legacy pca pump had a noted 6% deviation. Additionally, when tested, it did not give an alarm for occlusion before 42.7psi. There are also defective pixels in the display. No adverse effects reported.